Manufacturer narrative:
Additional information has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.

Event description:
Pt status post implantation of veptr on unk date. Pt revised on (B)(6) 2011 per surgeon decision to treat pt's scoliosis with another company's posterior screw and rod construct. Veptr removed without incident. Synthes sales personnel learned that pt died 6 hours postoperatively.